Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon ruptured. The defused lesion being treated was 99% stenosed with 180 degrees calcification and severe tortuosity in the mid left anterior descending artery. A non bsc catheter or a non bsc balloon catheter could not cross the lesion. Then the physician used a 1.5x20mm maverick2 balloon and crossed the lesion. The balloon was inflated three times to 6 atms and on the third inflation the balloon was inflated for 10 seconds and ruptured. The procedure was completed with a different device. The balloon was removed intact. The balloon was visible under fluoroscopy. The pt status is listed as good.